Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to oversensing. It was further reported the icm experienced t-wave oversensing (twos), p waves and undersensing r-waves. The device was re-programmed and remains in use. No patient complications have been reported as a result of this event.